Manufacturer narrative:
The implant was the only portion of the device received. Inspection of the implant coil found the implant severely stretched at the middle with broken gel at the proximal coils. The distal ball was measured and is within specification. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage found on the returned implant coil, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during retraction of an embolization coil, the coil unexpectedly detached inside the catheter. As the catheter was withdrawn, the implant coil was left behind in the vessel. A snare device was used to remove the coil from the patient. There was no reported patient injury.